Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017.

Event description:
It was reported that the patient underwent an unrelated neck surgery on 11dec2023 wherein the patient's ipg was not placed into surgery mode. Troubleshooting was undertaken but was unsuccessful. The patient's ipg was not communicating with external devices and was determined to be inoperable. Surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
The event of inoperable ipg was reported to abbott. The patient had an unrelated surgery, and the device was not placed in surgery mode. Patient has been unable to connect since the surgery. The patient had scheduled replacement but will be postponed due to health issues. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section h7: updated with remedial action.

Event description:
Additional information was received indicating that the patient underwent surgical intervention on (B)(6) 2024 wherein the patient's ipg was explanted, replaced, and therapy was restored.